Manufacturer narrative:
The information being reported was found in the journal article titled "total hip arthroplasty with an uncemented tapered femoral component in patients younger than 50 years". Journal arthroplasty 2010. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. Dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture dates - unknown. This report filed march 10, 2011.

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 1983 and (B)(6) 1990 utilizing t-tap acetabular cups. The article indicated that sixty acetabular revisions occurred for unknown reasons. The acetabular cups were removed and replaced. No further information has been provided to date.